Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).

Event description:
This is an adverse event recorded on a crf as part of the b-500 halo patient registry. The patient was prospectively enrolled with 5 cm low grade dysplasia. On (B)(6) 2012, the registry was updated to report that at a patient's follow up visit on (B)(6) 2012, under endoscopy, an ulcerated diverticulum was noted. The patient underwent a radiofrequency ablation procedure on (B)(6) 2012. On (B)(6) 2012, the patient was admitted to the hospital. The patient had been complaining of dysphagia for the past 6 months. The patient underwent an esophagoscopy, dilation with balloon, and a diverticulectomy. The patient was discharged from the hospital on (B)(6) 2012, with no further reported clinical sequelae.